Event description:
It was reported that during a CABG procedure jamming occurred and also the clip fell out many times. The clip could not feed correctly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Instrument a: disengaged antiback. Instrument b: batch # d9ea2k; exp date: 9/19/2012; mfg date: 10/19/07. Eval summary: the analysis results for the mcs20 instrument (a) confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feed bar was found to be disengaged from the feed bar driver, therefore, not allowing the proper feeding of the clips into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mcs20 instrument (b) confirmed that it was in good visual condition, the device was fired and it formed 9 clips as intended, however, it was noted that the anti-backup would not activate as intended. Upon disassembly of the instrument the anti backup was noted to be stripped, it is possible that the firing sequence was not complete and the device was forced open, damaging the anti-backup. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.